Manufacturer narrative:
Retainer = black customer returned the insulin pump for alleged unexpected battery power loss, battery charge last less that expected, and pump error 25 alarms found on (B)(6)2021.device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals there were three (3) pump error 25 alarms (B)(6)2021 at 08:00, (B)(6)2021 at 13:00, and (B)(6)2021 at 03:00) that occurred. Further review shows on 11/5/2021 two (2) change battery faults (replace battery alert) at 00:00 and 07:00 and two (2) batt out limit (power loss) alarms at 07:20 occurred. The adapt tool confirmed power error 25 alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcba 1. After disconnecting and reconnecting the internal battery connector on j6/pcba 1, the pump was monitored and functioned properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, end cap address label fading, and pillowing keypad overlay. Battery charge last less than expected and unexpected battery power loss are not confirmed. No battery related errors during testing and no excessive battery related alarms are found in the history files. Pump error 25 alarm was found in the history file due to connector resistance j6 /pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power error detected and replace battery alarm. Customer able to clear alarm but not able to complete rewind. Customer also received low battery alert prior to replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.